Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a novasure ablation was successfully performed, but when the physician attempted to remove the novasure device the array would not close. The device was removed safely, and it was noted that the sheath around the array was melted preventing closure. A hysteroscope was used to evaluate the patient¿s cervix and uterus with no visible damage seen.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and sheath was crumpled and melted at the tip. Functional testing was not conducted due to the damaged was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number.the device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.